Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that the catheter was prepared as recommended. The physician inserted the non-boston scientific device and then tested deployment to basket and then flower. When the physician went back to undeployed state the guidewire was stuck inside the catheter. It was tested in different positions of the slider and none allowed to move the guidewire. The catheter was never inserted into the patient or the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.